Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). This medwatch is for test strip lot 36143823. Refer to the medwatch with patient identifier (B)(6) for the other test strip lot involved. Using test strip lot 36143823, the result from the meter was 5.3 inr and the results from the laboratory was 3.2 inr. On (B)(6) 2019 at 3:45 pm, the laboratory result was 2.4 inr. Using test strip lot 35349723, the result from the meter at 4:05 pm was 5.9 inr. The laboratory reagent and analyzer was not known. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.5 inr. The customer was not currently anemic or polycythemic, had no antiphospholipid antibodies, not using any direct thrombin inhibitors, had started new medications, had no change to diet, no illness, and had some symptoms of bruising and bleeding, but did not seeking medical treatment. The suspect product was requested to be returned for investigation. Replacement product was sent.